Manufacturer narrative:
Rayner intraocular lenses limited reports the following investigation findings; our review of production records for the superflex aspheric 920h iol batch (B)(4) showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data concludes that no other incidents, of any type, have been received against the superflex aspheric 920h iol batch (B)(4).

Event description:
Rayner intraocular lenses limited received notification from a UK healthcare facility of an event that occurred during use of a superflex aspheric 920h intraocular lens (iol). The event description provided to rayner indicates that the upon implantation of the iol into the eye the healthcare professional detected a small split on the inside of the optic haptic junction. For further info please refer to rayner intraocular lenses limited's MDR report # 9611165-2013-00108.